Manufacturer narrative:
There was no reported patient impact associated with this complaint. Evaluation revealed that keypad button presses did not activate desired pump functions. There was evidence of keypad adhesive found under all button key contacts. It was observed that the up arrow and down arrow button key contacts were misaligned and the contrast button key contact was inverted. It was also observed that the up arrow, down arrow, and ok button key contacts became inverted when pressed, and the buttons do not spring back as expected.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. A distributor reported that the patient has to press the buttons several times to obtain a button response.